Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30675 - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient found three missing infusion set cannula events on 01-oct-2024. Event occurred within three hours of insertion. The set was in use 72 hours. Insertion site was at leg. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.